Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the capsule broke. Per the source document, the iol was fully inserted, then removed; and the procedure was completed the same day. Additional information was requested.

Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case. Solution and a small amount of blood is dried on the lens. One haptic is broken in the gusset area (returned). The optic is broken/torn into two portions. Product history records were reviewed and documentation indicates the product met release criteria. A qualified cartridge and two qualified viscoelastics were used with the lens. The handpiece information was not provided. It is unknown if a qualified handpiece was used. The root cause for the complaint of "broken capsule" cannot be determined. The explanted lens was returned with haptic and optic damage observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).